Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. While inserting the steerable guide catheter (sgc), a thrombus was observed. Therefore, the sgc was removed and the procedure was discontinued. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The investigation was unable to determine a cause for the reported thrombus. Thrombus is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported medication required was a result of case-specific circumstance as the patient was treated with medication. There is no indication of a product issue with respect to manufacture, design or labeling.